Manufacturer narrative:
(B)(4). The customer stated that technical supports recommendation to perform a screen calibration resolved the issue and therefore no parts are being returned for evaluation.

Event description:
The customer stated that the touch screen on this ventilator is freezing up on the middle upper part of the screen. There was no patient involvement at the time of the incident.